Manufacturer narrative:
As received, a complete lead was returned for analysis. The reported events of high lead impedance, failure to capture and conductor fracture were not confirmed. Electrical testing was performed and no indication of conductor fractures or internal shorts were observed. The reported events of failure to advance the stylet and twisted insulation were confirmed. The stylet insertion test was unable to be performed due over-torquing of the inner coil at the connector region. A visual analysis of the lead revealed the outer insulation was twisted which was consistent with procedural damage.

Event description:
During an implant procedure, loss of capture and high pacing impedance was observed on the right atrial (ra) lead. The physician attempted to reposition the lead, however, the stylet was unable to be inserted into the ra lead. The physician elected to implant a new ra lead to resolve the event. After explanting the lead, the insulation was twisted and the physician suspected a lead fracture to be the cause of the electrical anomalies. The patient was in stable condition following the procedure.